Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow-up report will be filed.

Event description:
It was reported that a small amount of blood was collected prior to the unit stopping. There was no significant delay while the second unit was set up. The pt was able to be re-infused and did not require a transfusion from pre-donated blood or a blood bank.